Event description:
A 7 mm diameter x 80 mm length aurora biliary stent was implanted into a patient for the treatment of a superficial femoral artery lesion. It was reported that the stent was successfully deployed. After the delivery system was removed from the patient, the inner member detached from within the luer of the delivery system in a section of the device located outside the patient. The physician captured the detached inner member lumen and removed it from the patient in its entirety without complication. The patient was reported to be fine. The device was returned to medtronic and preliminary evaluations confirmed the detached inner member.